Event description:
The customer tested her blood glucose using her contour meter and received a reading of 21 mg/dl. She retested using another meter and received a reading of 107 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer was sent control solution for further troubleshooting. No product is expected to be returned for evaluation at this time.